Manufacturer narrative:
Draeger is still investigation the reported incident. A f/u report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that doctor (B)(6) from (B)(6) hospital-medinah nicu department, who observed this case, said that he had patient connected with infinity vista xl monitor (spo2 sensor only). The patient was dead, but the o2 saturation still appeared on the monitor. Draeger reference number: (B)(4).